Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. A 2.75 x 48 mm synergy xd drug-eluting stent was deployed. However, during the procedure, a dissection occurred. A second stent was placed to cover the dissection. The procedure was completed successfully with no further patient complications.